Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was received severely tangled within, what appears to be, a galaxy implant coil; the galaxy coil is a non-microvention product, and was identified by its markings. The body coil of the returned microvention coil pusher was found to be broken. The coil mass could not be untangled, but it appears that the microvention implant was not returned. No evidence of thermal detachment was present on the heater coil. The inspection of the pusher's heater coil found no evidence of thermal detachment (i.e. Via detachment controller), and the investigation revealed that the separation method of the microvention coil was consistent with tensile force exceeding the strength of the monofilament. This possibly occurred when the implant became entangled with a previously placed coil, and then was repositioned. The retraction force could have caused the implant coil to separate, but this could not be confirmed as the implant was not able to be evaluated. The physical evaluation of the returned components could not determine the conditions or circumstances that led to the pusher becoming entangled with the galaxy implant. The instructions for use (IFU) identifies premature coil detachment and coil stretching as potential complications associated with the use of the device.

Event description:
It was reported that treatment was performed for a dural arteriovenous fistula. During positioning at the treatment site, the coil became entangled with another previously placed coil, then stretched and detached. The coil was removed with a snare device. There was no reported patient injury.